Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
Reporter did blood glucose tests, 30 minutes apart, and got results of 54, 53, 69, 91, 85, 73, and 98 mg/dl. She had 7-up and then visited her doctor for lab/meter comparisons. Lab test (venous) result was 120 and meter (venous from lab draw) was 69 mg/dl. 30 minutes later, another venous lab test was 130 mg/dl, followed by a 3rd result of 177 mg/dl. She stated that when her bg level is under 100, she feels hypoglycemic and above 150, she feels sick. On follow-up, reporter stated that she has been feeling fine (bg range 120-150). Cont solution test within range (numbers not available).